Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that their blood glucose was high as they were not able to continue the use of the insulin pump. The customer stated that they received an insulin flow block alarm. The customer informed that they have changed from one infusion set to another and have used six but the customer was not able to keep the infusion set. The customer stated the insulin exited the tubing. The insulin pump will not be returned for analysis.